Event description:
The customer reported that the device failed the paddles pt contact indicator (pci) test. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the paddles pt contact indicator (pci) test. There was no report of pt involvement. Philips evaluated the device and determined that an internal spade connector which connects the pt connector (paddles) to the internal circuitry had been disconnected. Philips reconnected this connector to resolve this issue. Philips also found and removed a screw which was stuck in the battery pca eject spring. Note, we cannot determine how the pt connector spade connector had become disconnected and we cannot determine how the screw became stuck in the battery pca eject spring.